Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 580 mg/dl. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.